Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when admitting/discharging a patient the system clock shows up, then a blue screen is displayed and the system reboots. There was no patient incident.